Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the driveline was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of sterility certificate could not be conducted since the serial number of the device is unknown. Based on the limited information available, there is no evidence to suggest a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had trauma done to the driveline. The patient had to drain the driveline after developing a bacterial infection from (B)(6). The infection occurred nine months after implant. The patient was given a intravenous (IV) fluids for treatment. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.